Manufacturer narrative:
Patient's age at the time of the event unknown/ not provided. Patient's weight unknown/ not provided. Date if the event unknown. Device brand name unknown. Device catalog number and lot number unknown. Reporter's fax number unknown. Device 510(k) number unknown.

Event description:
It was reported that unknown abutment screw was removed and causing damaged to the unknown implant threads. It was also reported that the implant remain implanted. Multiple attempts were made to the customer to obtain unknown device information but were unsuccessful.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.